Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that their stimulation had been off for probably a couple months, and whenever they tried turning stim on, they would still keep saying stimulation off. Patient said they spoke with medtronic representative probably about a month ago and did some of the things rep asked them to do because it didn't seem like the stimulation was working. Patient stated they charged the controller and implant up good, but the stimulation was still off. Patient tried to get the stimulation on, but couldn't. Patient was on group b and when they turned stim on in that group, they could feel a little something, but now they couldn't feel anything and the controller still said stimulation was off. Agent asked, patient said they felt like the stimulator wasn't doing its job and that they had never had it hold a charge for so long. Patient also said it seemed like the battery was just staying at 100% and not going down. The controller was at 90% and the back stimulator was at 70% and hadn't moved for quite a while. Agent reviewed this is normal function since stim was off. Patient mentioned they had several mris on this particular device. During the call, agent walked patient through turning stimulation back on. Patient confirmed stimulation was on in group b with a green highlighted box. The steps on the call resolved the issue. Agent reviewed stim will turn off if implant or controller deplete. Patient was redirected to healthcare provider if stim was still turning off or not providing relief.